Event description:
It was reported that this patient went to the hospital due to their inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing ipp was removed and replaced with a tactra device. Upon explant, a crack was found in the right cylinder connecting tube; however, the cause of this crack was not determined by the facility. No patient complications were reported.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing ipp was removed and replaced with a tactra device. Upon explant, a crack was found in the right cylinder connecting tube; however, the cause of the crack was not determined by the facility. Following the intervention, the patient was stable.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually and microscopically examined. The fist cylinder had wear at folds in the distal and cylinder body. This cylinder also presented a small hole; however, it was consistent with sharp instrument damage likely occurring during explant. This cylinder could not be functionally tested due to the leak. The second cylinder had wear at fold in the cylinder body; however, upon functional testing, the component performed as expected. Visual and microscopical inspection of the pump did not reveal any anomalies in the component. Functional testing of the pump identified that the component did not pass the valve state. Based on the information available and analysis results, the reported allegation of a hole in the cylinder tubing could not be confirmed; however, the pump not passing the valve deactive state test could have cause or contributed to the allegation of mechanical issues.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually and microscopically examined. The fist cylinder had wear at folds in the distal and cylinder body. This cylinder also presented a small hole; however, it was consistent with sharp instrument damage likely occurring during explant. This cylinder could not be functionally tested due to the leak. The second cylinder had wear at fold in the cylinder body; however, upon functional testing, the component performed as expected. Based on the information available and analysis results, the reported allegations of mechanical issues due to a hole in the cylinder tubing could not be confirmed.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing ipp was removed and replaced with a tactra device. Upon explant, a crack was found in the right cylinder connecting tube; however, the cause of the perforation was not determined by the facility. Following the intervention, the patient was stable.